Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock (ias) and fell, due to noise and oversensing. It was noted this patient presented to the emergency room (ER). The field representative observed noise in all vectors, with normal impedance measurements. Additional information was received that the presenting subcutaneous electrocardiogram (secg) showed functional undersensing of one beat due to amplitude change. A review of an untreated episodes showed amplitude degradation that led to oversensing of qrs complexes. This s-ICD started to charge but never got to the point of delivering therapy. Technical services (ts) recommended an evaluation in the office. Then, an additional ias was received due to small, wide morphology with noise that was oversensed and contributing to t wave oversensing and ias. The smart pass feature of this s-ICD was enabled at the time of the shock. This patient came into the office during which a treadmill test and postural assessment were performed without success. The vector was changed from primary to secondary at that time. This patient presented to the ER again with the aforementioned clinical observations. Alternate vector was noted to not be a viable vector. Ts recommended a chest x ray, extending smart charge and increasing conditional zone. The field representative reported this s-ICD was ultimately programmed off and a possible revision was possible per the physician. It was noted this patient had ongoing weight loss. This s-ICD remains implanted with therapy off. No adverse patient effects were reported.